Event description:
Procedure type: gynecology. According to the reporter: the dr tried to use blunt tip trocar for initial port in gynecologic surgery, but the balloon burst. The device was never applied to a pt. No pt injury reported.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B) (4).